Event description:
Reporting status: malfunction. Reporting rationale: guidewire separation has caused or contributed to pt injury previously. Device issue: guidewire separation. It was reported that the guidewire met resistance during advancement in the guiding catheter. Upon removal from the guiding catheter, the guidewire was noted to be separated. No pt injury was reported. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality analysis of the returned device revealed that the guidewire was returned with blood and contrast visible on the coils and core. The shaping ribbon was slightly bent 7 mm proximal to the tipball. There were offset intermediate coils 5 mm proximal to the center solder for a length of 4 mm. The core had separated at the proximal end of the hypotube. A small portion of the core was protruding from the proximal end of the hypotube. The fracture faces were bent and ovaled as if kinked prior to separation. No other damage to the guidewire was noted. An attempt was made to pass the distal end of the guidewire including the hypotube through a .0137" hole gauge, but the offset intermediate coils would not pass through. This did not meet mfg criteria. The proximal end of the guidewire up to the hypotube passed through a .0139" hole gauge. This met mfg criteria. The tip was tugged on to verify that the core and shaping ribbon were intact. The guidewire was not advanced through a guiding catheter to determine resistance due to the core separation. This guidewire was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The analysis showed that the shaping ribbon was slightly bent 7 mm proximal to the tipball, and that there were offset intermediate coils 5 mm proximal to the center solder for a length of 4 mm. This damage is consistent with wires that have been pushed against resistance, as described in the case description. The analysis also confirmed the separation of the device at the proximal end of the hypotube. The scanning electronic microscopy analysis of the separation point showed that, the core immediately adjacent to the hypotube joint had been bent excessively and the core fractured from ductile overload. The guidewire was therefore, subjected to forces that exceeded the strength of the device. The balance family of guidewires was designed with the hypotube junction 40 cm from the distal tip. Even with treatment of a very distal lesion, this junction should only enter the primary curve of any guiding catheter; therefore, the opportunity of the guidewire being bent into such a tight radius during a procedure is remote. Guidewires are fragile and it is possible that during removal of the guidewire from the dispenser hoop, preparation of the guidewire for use or loading of the guidewire into the rhv or another device, that a bend of this type could occur that would later fracture. Pushing against resistance, as described in the case description, could also cause the guidewire to bend as found on the returned device. The IFU warns, "never push, auger, withdraw or torque a guidewire which meets resistance." The cause of the resistance is unknown, and the used catheter was not returned, which may have aided in the determination of the cause of the resistance. Since there was no damage noted prior to use, and based on the case description, the failure appears to be related to circumstances during the procedure and not a quality related issue with the guidewire. The failure appears to be related to the circumstances experienced during the procedure.